Manufacturer narrative:
The esheath was returned to edwards lifesciences for evaluation. Upon visual inspection, a pronounced curvature was observed along the sheath shaft (likely due to the reported tortuous anatomy) and had 4 sheath shaft kinks which were not mentioned on the original report. It was not possible to confirm if the kinks were present when the device was removed from the patient. There was no liner tear or distal tip damage observed. The sheath shaft expanded as intended. The device history record (DHR) review did not reveal any issues that may have contributed to the reported event. No manufacturing non-conformances were identified on the returned sample. Available information suggests that patient anatomy, and procedural factors may have contributed to the event. Potential contributing factors that may lead to sheath shaft bent/kink generally relate to access vessel calcification or tortuosity. Severe tortuosity was confirmed in the event description. Sub-optimal sheath insertion angles may have also contributed to sheath shaft bending/kinking. While a root cause could not be determined, available information supports that the cause of the pronounce curvature observed on the returned sheath was likely related to patient vessel tortuosity or calcification. The investigation did not uncover any information indicating a manufacturing issue contributed to the event. No labeling or IFU inadequacies have been identified and review of complaint history did not reveal that occurrence rate did not exceed the july 2015 control limits for these trend categories. Therefore, no corrective or preventative action is required.

Manufacturer narrative:
This is one of two reports being submitted for this case. Please reference manufacturer report no. 2015691-2015-03267.

Event description:
After removal of the esheath at the end of the case, there was a vascular tear noted at the access site, which was repaired using a covered viabahn. Patient had large, but extremely tortuous vessels. The right femoral artery (rfa) access was obtained using 2x proglides. A 16f esheath was inserted over an amplatz extra-stiff, with resistance and a kink noted at the level of the common iliac. The amplatz wire was exchanged for a lunderquist, and the first esheath was replaced with a second 16f esheath. Upon removal of the esheath, there was difficulty closing the rfa with multiple attempts to achieve hemostasis - including deployment of two additional proglides, 2x angioseal, and compression using a peripheral balloon. A 14f terumo sheath was placed to occlude a vascular tear at the access site, while an 11mm x 5cm viabahn was advanced from the contralateral side and deployed. Final runoff angio revealed brisk distal flow and no leak. The patient left the room in stable condition. The patient¿s access vessel minimum luminal diameter (mld) measured 10mm with mild calcification and severe tortuosity.

Manufacturer narrative:
According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. According to literature review, and as documented in a technical summary written by edwards lifesciences, vascular complications are a well recognized complication of the transfemoral tavr procedure in this elderly population with multiple co-morbidities. Edwards has reviewed many reports, including screening data records and source documentation of vascular complications and has found that the root cause is typically related to a combination of vessel size, tortuosity and calcifications. Although the incidence is decreasing with smaller sheath/delivery system sizes and physician experience, there will continue to be cases in which vascular complications will occur. The thv physician training manuals instruct on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators, as needed. It also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The IFU contraindicates patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral/iliac artery internal diameters will enable the clinician to determine if the sapien xt valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The physician training manual also lists the minimum recommended vessel size for each size device. Despite the best screening tools, a small percentage of patients will have femoral/iliac vessels that are not amenable to the trans-femoral approach or where increased resistance is encountered during insertion of devices. In many cases, the vessel minimum luminal diameter (mld) may be borderline or below the indicated size. In addition, significant calcification and/or tortuosity, not always appreciable on imaging, could be contributing factors to the event. The minimum required vessel diameter for a 16 fr sheath is 6.0 mm. In this case, the access vessel severe tortuosity likely contributed to the femoral artery tear. There was no allegation or indication of a device malfunction. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.